Manufacturer narrative:
Oxygen blending mixer, not accurate.

Event description:
While ht50 ventilator was being used on a pt, the pt's spo2 dropped. The pt was ambu bagged and his/her spo2 recovered. Reportedly, oxygen concentration was not accurate (set at 100%; only 55% was given). Changing the oxygen blending mixer and visual check did not correct the issue. Please note that there was no permanent injury or death in this event.